Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message during preventive maintenance testing. It was also reported there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.:(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was reproduced. The messages were found to be caused by loose link screws. The screws were replaced.